Manufacturer narrative:
This report is for an unknown va anterolateral calcaneus plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) calcaneus on (B)(6) 2014 and was implanted with 2.7 variable angle (va) locking screws and a va anterolateral calcaneus plate - unknown if left or right plate. On (B)(6) 2016, the patient had a hardware removal due to pain. As the surgeon was removing the 2.7 va locking screws, all of the screw heads broke off from the shafts. All screws and plate were removed, except for one (1) broken screw shaft. The patient was not revised with new implants since the fracture had healed. No additional complications or surgical time delay reported. The patient status was not reported. This report is to capture the pain and need for revision procedure. The intra-operative breakage of the screws including one shaft remaining the patient is being captured under linked complaint (B)(4). This report is for an unknown va anterolateral calcaneus plate. This is report 1 of 2 for (B)(4).